Event description:
In 2009 pt was implanted with elevate. Two weeks later, pt reported mild de novo sui. (When walking, coughing). The site reported severity as mild. Possibly related to procedure but not related to device.